Event description:
Reported patient death as a result of suspected overinfusion of diamorphine. Terminally ill patient was being infused with 480mg in 8mls of normal saline. Pump was set to rate of 48mm per 24hrs and infusion commenced at 4:15pm on 07/29/1999. At 5pm the medical staff were alerted that the relatives (who were present) thought the patient was dead. At 5:15pm doctor certified death. It was reported that at time of death there were only 4.75mls left in the syringe. Hospital staff were suspicious of the circumstances and contacted the coroner. The police were informed and are treating the incident as a murder inquiry.